Manufacturer narrative:
The cause of the issue is attributed to multiple hardware. The fse replaced the probe bearings, valve, vacuum solenoid, wash valves, mixer paddles, reagent probe belts, and cuvettes which resolved the issue. The beckman coulter internal identifier is (B)(4). Refer to MDR #2050012-2023-00102 which addresses the change in patient treatment in connection with this event.

Event description:
The customer reported the generation of false low amphetamines (amph) and acetaminophen (actm) patient results on their unicel dxc 800 pro clinical chemistry analyzer. The false low amph, actm result were reported outside the laboratory. The customer repeated the sample and obtained a result considered correct. The false low amph, actm result were reported outside the laboratory. On 16 feb 2023, the customer informed beckman coulter of a change in patient treatment. Refer to MDR #2050012-2023-00102.